Event description:
It was reported that during an attempted implant, when the device was connected to the lead, the impedance measured was higher than 3000 ohms, despite exhibiting adequate measurements through the analyzer. The device was disconnected and reconnected, with the same results. After three attempts, the device was removed and replaced, which measured adequate impedance values. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).